Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis showed that the atb35 device was received in good visual condition and with a pan lodged inside the channel. In addition the cartridge pan was noted to be dislodged and partially attached to the channel of the device. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan dislodging. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device or an organ resulting in the cartridge to partially disengaging from the channel.

Event description:
It was reported that during a laparoscopic procedure on a patient with liver cancer, the reload unit of the device fell off during the procedure and the tissue pad stayed in the clip. Then the surgeon changed hand sewing to complete the procedure. The patient is fine now. The patient is male, (B)(6). The surgeon proceeded with liver cancer under lap. The reload unit of the device was divorced from clip and the tissue pad stayed in the clip during procedure. Then the surgeon changed to open surgery and used hand sewing to complete the procedure due to patients condition. The patient is fine now. On what tissue type was the device used? At what location on the tissue? Rectum. The connection between sigmoid flexure and rectum. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Changed another sc60 with (B)(4). Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Near an existing staple line. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. The trigger could not return to original position after firing. Was there any difficulty removing the device from the tissue? No.